Manufacturer narrative:
H6 device code 1494- indications for use. Only one prostyle device was used to close a puncture site greater than 8f. The electronic perclose prostyle instructions for use states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. For access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavi) procedure. The sutures of the prostyle device were successfully placed. The sheath was upsized to a greater than 8.5fr and the tavi procedure was completed. Reportedly, post procedure, the knot of the prostyle device could not be advanced well. A non-abbott device was used to achieve hemostasis due to the issue with the knot advancement. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.